Event description:
A 2.0 soft merci retriever was opened for use on patient. When the doctor tried to feed the merci device through catheter it would not move through introducer sheath. The merci device was pulled from the sheath and reloaded. The doctor tried again to feed through sheath and it would not go. In looking closely at the introducer sheath, the plastic at the end was damaged so that it would not feed through properly. Therefore we were unable to use the device and a new one was opened.